Event description:
The customer reported the unit went ventilator with error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed while in use. The customer reported there was no harm to the patient or the user.

Manufacturer narrative:
Through follow-up, customer stated no additional patient details were available.